Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The returned products underwent visual, cmm, and redlux analysis. The results indicated that no wear scar could be noted, but the form was out of specification. Fretting corrosion was seen on the head/stem and liner/shell interface. Wear occurred at the head/liner interface. The edx analysis suggests the deposits are comprised primarily of oxides of chromium and molybdenum. A review of manufacturing records and complaints database search did not identify any anomalies. Notification was received from bioengineering stating that based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
An s-rom(a) hip stem was returned along with a mating 36 mm ultamet head and 36 mm x 52 mm ultamet metal insert for evaluation. The mating femoral sleeve was not returned for analysis. The articular surfaces of the femoral head and metal insert appeared unremarkable with mild scratching and no visible signs of accelerated wear, though much of apical area of the bearing surface was obscured by what was presumed to be dried biological fluid. The femoral neck taper shows areas of discoloration with black debris or deposited films suggestive of fretting corrosion deposits. Comparison to the goldberg criteria for corrosion and fretting scores suggests a score of 3. The femoral head taper also shows black deposits within the taper and on the chamfered surface leading into the mouth of the taper. It was assigned a corrosion and fretting score of 4 according to the golberg criteria. X-ray eds spectra and elemental maps analysis suggests the deposits are comprised primarily of oxides of chromium and molybdenum. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. X-ray image received is not dated, but it is stated that it is pre-revision. Implant appears to be placed in proper position. It cannot be determined, with the x-ray provided, that the complaint is product related. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
The surgeon thought that the discomfort of patient is due to mom, and decided the revision surgery. The surgeon removed the pseudo tumor, black foreign matter like metallic debris was found on the stem neck and contact area for sleeve of the stem. The surgeon was suspecting that the tissue reaction and metallic debris were due to mom.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.